Event description:
The patient had rechargeable devices in the past but had them replaced with non-rechargeable devices because the patient had difficulty charging the devices. The devices were located on either side of her chest. The company representative did not know the cause of the event. The patient has had no further issues since. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n125489, implanted: (B)(6) 2008, product type: lead. Product ID: 3986a, lot# n140021, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4)